Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2017; 5071-35 lead, implanted: (B)(6) 2017.

Event description:
It was reported that an infection occurred. It was also reported that possible vegetation was found on a lead. The cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, and right ventricular (rv) lead were explanted, while the left ventricular (lv) leads were capped. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.